Event description:
Dilator/sheath in a dialysis catheter kit. The dilator/sheath broke during insertion which necessitated opening another product. Pt was not injured. Cs-15242-vsp 15 fr 24 cm cannon ii plus fr 9055418 company arrow. Dates of use: 2009. Diagnosis: end stage renal disease.